Event description:
It was reported that patient had trouble breathing and chest pain which became intense with pacing. A CT scan showed a suspected cardiac perforation. Variable capture thresholds were also observed. The lead was explanted and replaced with no adverse consequences to the patient.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. External insulation abrasion was noted at 2.4-2.7cm from the proximal cut end, consistent with lead friction to the ICD can. The silicone insulation was intact at this location. A lead tip stiffness test was performed and the lead was found to be within specification.